Manufacturer narrative:
The device was evaluated. Device evaluation found a faulty generator board. Based on the results of the investigation the reported issue was confirmed and found to be due to faulty generated board. The root cause could not be identified. It is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the electrosurgical generator esg-400 encountered an error code e090. The issue occurred during setup/inspection for use. There were no reports of patient harm.